Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were unable to access the insulin pump¿s settings. The customer¿s last blood glucose level was 3.7 mmol/l. Troubleshooting was performed. It was reported that the insulin pump was just beeping. The screen was flashing from white to black. The device was not bumped or dropped. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.